Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post an external cardioversion procedure a pacing problem and safety window pacing was observed on the implantable pulse generator (ipg). It was also reported that the following issues were observed on both low voltage pacing leads: undersensing, oversensing with suspected cross talk and safety window pacing. The ipg and low voltage pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.